Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected blood glucose test result range is not provided. Testing performed four times daily. Customer observed symptoms of thirst and exhaustion. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Verified storage of product is not within instructed specification since they are not retained in the original vial. Test strip lot manufacturer's expiration date is not able to be verified and open vial date is not able to be verified. Recall test results performed non-fasting from meter memory (date/time not set): lo (B)(6) 2015 09:40am. Lo (B)(6) 2015 09:39am; 252mg/dl (B)(6) 2015 05:21am; 100mg/dl (B)(6) 2015 01:14pm, 323mg/dl (B)(6) 2015 01:14pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood glucose test results. Expected blood glucose test result range is not provided. Testing performed four times daily. Customer observed symptoms of thirst and exhaustion. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Verified storage of product is not within instructed specification since they are not retained in the original vial. Test strip lot manufacturer's expiration date is not able to be verified and open vial date is not able to be verified. Recall test results performed non-fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.